Event description:
It was reported that: during a heart case, the pt was being manually ventilated; the user noted the peep levels to be greater than dialed in. In auto-mode, the machine functioned normally. The pt was then placed on a cardiopulmonary bypass machine. The operator noticed that the hose running from the bottom of the absorber pole to the scavenger was wrapped around the anesthesia machine castor and pinched between the wheel and the brake. The operator corrected the problem. The anesthesia machine was used later in the procedure and it operated as intended. There was no pt injury.